Event description:
It was reported that a patient was hit in the face, neck and chest with a baton at school. X-rays were taken and reportedly, his tie-downs appeared to be more medial. The patient's mother said that the neurology clinician interrogated the patient's device and it was fine; however, the patient has had an increase in seizures and the magnet has to be swiped 2 times in order to abort a seizure. Company representative reviewed the patient's x-rays. Based on the images provided, there were no obvious causes for the reported events. No further relevant information has been received to date.